Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
Patient reported that they faced an issue with a pod which caused their blood glucose levels to rise to 16 mmol/l (288 mg/dl). The patient began having a headache, was sweating and was thirsty. The patient reportedly removed the pod and administered an insulin injection for treatment. When removing the pod from the infusion site, the pod's cannula was found to be bent. Patient wore the pod on the leg for 24-36 hours.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.